Event description:
The resident at (B)(6) nursing home was found by her carers at approx 0915 hours on (B)(6) 2011 face down. The carers activated the emergency button which alerted the on call nurses to attend the room, CPR was not administered as the nurse states the deceased has no pulse. The resident was using a mattress to help with pressure sores and was rotated every couple of hours. On the investigation, the bed had deflated and the CPR strap was removed although no staff members recall removing this. Attached to the mattress were velcro straps that had not been strapped into the correct place and there is a suggestion by the (B)(4) that resident may have suffocated.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). The info contained in this initial report is based upon the info provided to the MFR by the competent authority in the (B)(6) on behalf of the customer (B)(6). Add'l info will be provided following the conclusion of the MFR's investigation.